Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported on 2021-(B)(6) caller (clinician) reached out due to "orange" impedances during a interstim micro check. They investigated each electrode and 0 <(>&<)> 1 are >4,000 ohms. Electrode 2 and 3 still appear intact (899 ohms - 1478 ohms). They deactivated programs 1-7 and created custom programs a-d (program a +3 -2 / program b -3 +2 / program c - +c -3 and program d - +c -2.) Discussed those are the only combinations available currently. Patient will be instructed to try each program for comfort and therapy benefit. Patient's mother indicated either in april or may the message "settings not available" was appearing. The patient was playing tag and may have jerked forward or sharp movement, and this was around that time lost therapy benefit. Mother thought it may have been memorial weekend, but then mentioned april. We discussed possible revision if programs a-d are not providing benefit. There was no x-ray was performed yet but patient is having appointment on the day of this call 2021-(B)(6)

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the patient was seen in the office on (B)(6) 2021 and showed impedance higher than 4000 ohms on all pairings. Troubleshooting was performed, 4 new programs were put in. In program a at 07. Amp, the patient was unsure if feeling stimulation. It was increased to 1.0 and patient was feeling stimulation in the foot. The hcp stated that a likely cause was that there was a break in the system. The patient's family was contacted after the visit and was getting some stimulation. If the issue continues, the hcp will schedule a lead revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller tried to adjust the patient's settings yesterday on program 7 and got maximum level reached on another program they were only able to get up to 0.5. The caller said they normally can go higher. At the beginning they were able to get to 1.5 so the pt could feel it. The caller said they had gone camping over the weekend and while they were camping the implant went dead so they recharged it and went to turn it back on to bring it back up and got, but got the maximum level message. The caller said the ins does not need to be recharged, they had tried all of the programs and it seems to be working on programs 6 and 3, they have just 2 working programs. The caller said the pt had not had any medical tests or procedures and the pt has not had any falls. Patient services reviewed the maximum level information and redirected to their doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. There were no patient complications reported as a result of this event.